Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the proximal right coronary artery (prca) with heavy calcification and mild tortuosity. The 4.00x15mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion and resistance was noted with the anatomy. During the first inflation, the balloon ruptured at 15 atmospheres, (atm). The bdc was removed from the anatomy. Another device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.